Event description:
It was reported that there were small metal shavings present in the joint during a shoulder surgery. The joint was irrigated, and it was believed that all of the shavings were removed. Another shaver was used to complete the procedure. There was no pt injury. The device was discarded.

Manufacturer narrative:
The device was reported to be discarded and will not be returned to the MFR.